Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll euro 200 s/c had scale marking issues. The following information was provided by the initial reporter, translated from dutch to english: "I would like to bring to your attention a product complaint, registered with us under number (B)(4). It concerns the product 3 ml syringe with batch number 3122024, exp 2028-04-30. The syringe has an incorrect print of the size designation, see pictures attached. I have kept the syringe should you wish to see it. If you have additional questions, I would be happy to hear them."

Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. It was reported the syringe has an incorrect print. To aid in the investigation, one sample and three photos of a 3ml eurographics syringe from lot 3122024 were received for evaluation by our quality team. The sample has minor scuffs, scratches and ink dots in the flange area of the syringe barrel. The barrel is missing most of the scale marking and the portion of the scale that exists is extremely skewed. Two of the photos show a syringe with most of the scale markings missing; one syringe is in an unsealed package and the other image shows the loose syringe laying next to the unsealed package. The third photo shows a close-up image of the upper portion of the top web with the batch and expiration date. The condition observed is non-conforming per product specification and is associated with the marking process. Most likely, from the barrel getting caught in the transfer chain during the printing process. A device history record review was completed for provided material number 309658, lot 3122024. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 3122024 was inspected and accepted based on meeting our inspection control plan, subsequently approved for shipment and is considered in compliance with our product specification requirements. These conditions are occurring at or below their expected frequency; therefore, no corrective actions are required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.

Event description:
No additional information.